Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise, oversensing, pacing inhibition and decreased pacing impedance measurements of 335 ohms. Clavicular crush with insulation damage was suspected. An invasive procedure was performed. The lead was noted to be very tight in the clavicular region. The lead was explanted and replaced. No additional adverse patient effects were reported.